Event description:
It was reported that pump insulin gauge displayed amount different than expected and current fill estimate remained fixed at 50 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this issue could occur due to large differences in measured pressures used to estimate remaining insulin and advised that once actual insulin in cartridge matched displayed static amount, gauge would resume counting down normally, and caller understood and acknowledged instructions.